Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: investigation summary ==> according to the information provided, it was reported that the implant broke and there were some missing instruments during the procedure. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d1, d2, d4: the product code was reported as unk - insertion instrument on the initial report. Upon complaint review, it was determined that the product code was unk - implant. Therefore, the brand name, common device name, procode and catalog have been updated accordingly to reflect the correct information.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. UDI: unavailable.

Event description:
It was reported by the affiliate via email that during an unknown procedure there was a lack of instruments, and implant verification was performed before starting procedure and it was found it was found that the miracle advance rigidloop screws guides among others. There was instrument material requested from which 4 large boxes and 1 small were received. As per affiliate surgeon had asked if he wasn¿t going to need another one and it was confirm that he would not. Surgeon, trusted thinking and seen instruments in remission he emphasized that there had been a reduction of boxes. For that reason he thought it was all complete. But when opening the box the screw driver for the miracle screws was not in the box, surgeon looked for other options to place the screw. The first screw that was used it got split, another screw was requested and another method was performed to be able to place the screw even though it was very difficult. No patient consequence and no surgical delay was reported. No additional information was provided.